Event description:
The patient's family member used the suspect device to test blood glucose. The result was 170mg/dl in the evening. The next morning pt was lethargic and the family member again used the suspect device and the result was 160mg/dl. Family member then called the ambulance. The emergency medical technician's meter read 25mg/dl. Pt was given an IV with glucose.